Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. G5. PMA/510k info: k111860, k130470. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that typical curves has bd max¿ system, bd max¿ instrument interpreting positives to occur. The following information was provided by the initial reporter: specifically, we have seen pcr curves that are atypical (not sigmoidal) or completely non-specific (up-down fluorescence). Where the interpretive software calls positive for the target. These calling errors are the primary concern however, we have also seen many non-reproducible late CT/low fluorescence episodes as described below.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number ct0394) had "false positives". It was reported that the customer is seeing pcr curves that are atypical (not sigmoidal) or completely non-specific (jagged fluorescence) where interpretive software calls a positive for enteric panel assays. Bd service specialists & quality reviewed the customer run files which did not reveal any instrument related issues that need to be addressed. The instrument is working within specifications and further action is not required. This complaint is unconfirmed as the instrument is working within specifications. The root cause cannot be determined with the information provided. Sample analysis consisted of customer instrument run data files. Analysis by bd quality did not reveal any evidence of instrument related issues. Review of device history record for instrument ct0394 is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument ct0394, and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that typical curves has bd max¿ system, bd max¿ instrument interpreting positives to occur. The following information was provided by the initial reporter: specifically, we have seen pcr curves that are atypical (not sigmoidal) or completely non-specific (up-down fluorescence) where the interpretive software calls positive for the target. These calling errors are the primary concern, however we have also seen many non-reproducible late CT/low fluorescence episodes as described below.